Event description:
It was reported that high impedance was reported on the low voltage portion of the rv lead. This was the first high, out of range impedance reported on this device. All previous and subsequent impedance measurements were stable. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).